Event description:
It was reported the camera head had a bad image display. There were no reports of patient harm.

Manufacturer narrative:
E1 facility postal code- (B)(6). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h4, h6, h10. Correction- d9, d10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified as no findings are available. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a bad image display. There were no reports of patient harm.